Event description:
It was reported during an unknown diagnostic procedure that the single use biopsy valve fell apart and ripped, and part of the device ended up in the patients lung that was retrieved via suction with the scope, during a moderate sedation with fentanyl and versed, with no reports of further patient harm. There were no unplanned diagnostic imaging to locate the device as they were able to maintain visualization with the scope the entire time and then visualized the piece in the suction canister. There were no further troubleshooting performed. The remainder of the procedure was aborted. No further report of patient harm after device retrieval or reason for aborting procedure. The patient's condition was reported to be "at baseline". There were no reports of patient harm.